Event description:
A device report from synthes (B)(4) indicated a facility in china reported. The cable tensioner cannot tighten the cable.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records have been requested.